Event description:
Elegance clinical trial: it was reported that under-expansion and restenosis occurred, requiring intervention and medication. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in left distal superficial femoral artery, left proximal popliteal artery, and left mid popliteal artery with 6 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with 100 mm lesion length and 100% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 4 mm x 120 mm non-boston scientific (bsc) pta balloon followed by atherectomy using 5.5 mm non-bsc balloon atherectomy device. Treatment of target lesion was performed by dilation using study devices, 5 mm x 120 mm and 6 mm x 100 mm ranger drug-coated balloons. Post treatment was followed by the placement of 7 mm x 40 mm innova drug eluting stent and post-dilation was performed using 7 mm x 40 mm non-bsc pta balloon and 5 mm x 120 mm non-bsc pta balloon. Following treatment, the final residual stenosis was noted to be 10%. On (B)(6) 2023, on the same day of the index procedure, a short segment of recoil was noted in the left distal superficial femoral artery due to 6 mm x 100 mm ranger drug coated balloon and in response to the recoil, 7 mm x 40 mm innova stent was placed which was post dilated using 7 mm x 40 mm non-bsc pta balloon due to under-expansion of innova stent. Post procedure, angiography revealed good result with no dissection or embolization. On the same day, the event and complication were considered to be resolved. On (B)(6) 2023, follow up duplex examination of the pelvic and leg arteries showed in-stent occlusion of the left sfa/transitional area to proximal popliteal artery with subsequent hypoperfusion. Additionally, doppler examination of the leg arteries indicated right posterior tibial systolic pressure 170 mmhg, right dorsalis pedis systolic pressure 170 mmhg, left posterior tibial systolic pressure was 100 mmhg, left dorsalis pedis systolic pressure 80 mmhg. Abi of right and left leg was noted to be 1.01 and 0.59 respectively. On (B)(6) 2023, 2 days post index procedure, thrombotic occlusion noted in the left proximal popliteal artery was treated by balloon dilation using 3 mm x 120 mm non-bsc balloon. Subsequently due to high thrombus burden rotational thrombectomy was performed using non-bsc device followed by balloon angioplasty of left distal sfa in-stent occlusion using 5 mm x 200 mm non-bsc balloon. Additionally, occlusion noted in left mid popliteal artery was treated by placement of 5.5 mm x 100 mm non-bsc bare metal stent which was post dilated using 5mm x 200mm non-bsc balloon followed by dilation of left distal sfa using 6mm x 40mm non-bsc balloon. Post procedure, the final residual stenosis was noted to be 15%. In addition, the subject was also treated with medication. On the same day, the event was considered to be resolved. On (B)(6) 2023, duplex examination of the pelvic and leg arteries showed un-occluded stent with strong flow into the peripheral arteries. Additionally, doppler examination of the leg arteries indicated right posterior tibial systolic pressure 170 mmhg, right dorsalis pedis systolic pressure 170 mmhg, left posterior tibial systolic pressure was 150 mmhg, left dorsalis pedis systolic pressure 150 mmhg. Abi of right leg was noted to be 1.14 and left leg was noted to be 1.01. On the same day, the subject was discharged from the hospital on clopidogrel and xarelto.

Manufacturer narrative:
A1: patient identifier- (B)(6). A2: patient age at time of enrollment- 73 years old.